Event description:
The customer reported that the pads adapter cable therapy connector would not snap into place and maintain contact. This condition was found during shift test.

Manufacturer narrative:
The customer reported that the pads adapter cable therapy connector would not snap into place and maintain contact. This condition was found during shift test. Philips supplies sent the customer a replacement pads adapter cable. Subsequently, the customer reported that the replacement cable and the defibrillator failed cable had been attached to were both in service and fully functional.